Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that it was difficult for the physician to move the lead past the valve and position in the apex of the heart. The lead was removed and another lead used. No patient complications have been reported as a result of this event.